Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd¿ blunt filter needle with blunt fill tip was difficult to extract the solution with one filter needle. Found during use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history review was completed with zero defects found. Assembly batch 6153637 had 162 visual inspections performed on 8,050 parts with zero defects noted. The ID inspection system was challenged 81 times using 2,025 parts with zero failures recorded. Assembly batch 6120576 had 111 visual inspections performed on 5,700 parts with zero defects noted. The ID inspection system was challenged 55 times using 1,375 parts with zero failures recorded. All inspections were performed with no issues noted. No quality notifications were written for these batches, nor for the associated assembly batches. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure.